Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.